Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. No product is expected to be returned related to this case. The customer stated that the test strips are used and none are available for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 7:39 am, the result from the meter was 4.0 inr. Within 4 hours, the result from a laboratory using an unknown reagent was 2.3 inr. The therapeutic range was 2.5-3.5 inr and the patient tests bi-weekly. The patient is on a diabetic diet and a warfarin diet.

Manufacturer narrative:
Only the reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.7 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 7.8 inr on 06-mar-2023 was not observed in the meter's patient result memory. However, a review of the meter's qc results revealed a result of 7.8 inr on 06-mar-2023 indicating that the obtained result was performed using a control sample. Therefore, the meter responded appropriately by displaying a "c" with the result of 7.8 inr.